Event description:
A customer reported the infusion cannula would not snap into the trocar. The surgeon held it in place in order to complete the surgery. There was no pt injury reported.

Manufacturer narrative:
No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. (B)(4).